Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the precision strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A low readings issue was reported with the adc freestyle libre reader. Customer reported she began receiving low readings on (B)(6)2019. On (B)(6)2019, customer experienced vomiting, extreme dehydration, and a "diabetic coma" and was admitted into a hospital. Libre reader results of 8.4 mmol/l, 8.3 mmol/l, and 9.3 mmol/l were compared to readings of 21 mmol/l, 27 mmol/l, and 27 mmol/l obtained in the hcp meter respectively and customer was diagnosed with diabetic ketoacidosis (dka) and treated with gravol (anti-nausea medication) and intravenous fluids and potassium. Customer was discharged on the evening of (B)(6)2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre reader. Customer reported she began receiving low readings on (B)(6) 2019. On (B)(6) 2019, customer experienced vomiting, extreme dehydration, and a "diabetic coma" and was admitted into a hospital. Libre reader results of 8.4 mmol/l, 8.3 mmol/l, and 9.3 mmol/l were compared to readings of 21 mmol/l, 27 mmol/l, and 27 mmol/l obtained in the hcp meter respectively and customer was diagnosed with diabetic ketoacidosis (dka) and treated with gravol (anti-nausea medication) and intravenous fluids and potassium. Customer was discharged on the evening of (B)(6) 2019. There was no report of death or permanent injury associated with this event.